Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: p elite ous mr was returned for analysis. A visual examination of the stent found stent damage. The seventh stent strut on proximal end of the stent was lifted. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03-sep-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified right coronary artery with diffuse disease. After rotablation was done with a 1.5mm burr, a 38 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. A 20 x 2.50 promus elite drug-eluting stent was then advanced but it also failed to cross the lesion. A non-bsc wire was used to get more support but still the stent could not cross. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage.